Event description:
The manufacturer received information alleging a ventilator's oxygen concentration could not be adjusted. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's oxygen percentage was unable to be adjusted. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.